Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found that the returned device had a deformed clamping mechanism and damage due to an obstruction. It was reported that the reinforcement material slid off the device prior to firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This can occur when reload is fired over some large tissue or obstruction with great force causing the cartridge to move distally and unseat from the channel causing the knife slot to tight and affect the travel of the sled when fired. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lung and anterior mediastinal nodule resection, the first two reloads buttress material were detached when the surgeon was trying to position the instrument on the tissue. The surgeon withdrew the reload without firing. On the third reload, the surgeon was only able to fire one-fourth of the reload and failed to fire fully. The same issue occurred on the fourth reload. Another reload was used to complete the procedure. There was no patient injury. Initial evaluation of the incident device found a deformed clamping mechanism and had damage due to an obstruction.